Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, it was determined that ¿imaging abnormalities in 180-series endoscope¿ occurred due to a failure in the patient board set. In addition, it was likely that the patient (dr) board's op-amp circuitry was not properly designed, or the video connector was not connected properly, resulting in a failure. The change history of the components was checked, and it was confirmed that dr board was changed on april 16, 2018. It is unclear whether this design change is involved in the indicated events. The replacement of the cr board, the dr board, and the connector socket are required as a middle repair to return the instrument to the OEM specification. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center had image interference and image noise with endoscopes of the 180 series. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.